Event description:
The ministry of health sent us an incident report stating that the catheter detached from the port while implanted in the patient. The catheter and port were surgically removed and the patient has recovered.

Manufacturer narrative:
The product incident report states the catheter disconnected from the port body. Only the port body, not the catheter, was returned for evaluation. An examination of the port body displayed the barb and catheter locking ring were intact. A clip remover was used to remove the clip and loosen the barb and catheter locking ring components. The catheter is supposed to be placed over the barb and locked into place with the catheter locking ring. The examination of the catheter locking ring displayed that catheter was not present. This means the catheter completely disconnected and did not break into two pieces. The catheter may have disconnected due to improper assembly by the surgeon. The optilock port inspection during manufacturing includes a visual inspection and leak test which would have caught any misassembly between the port and catheter. Since, the hospital was not able to provide further information, we are able to hypothesize the root cause but not able to confirm this.